Event description:
It was reported that, during the ureteroscopy procedure to treat the kidney stones, the fiber frayed at the start of the case. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that, during the ureteroscopy procedure to treat the kidney stones, the fiber frayed at the start of the case. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.